Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the catheter had fell out of the patient with a deflated balloon. This event occurred on the 8th day of placement. The catheter was replaced. No patient injury reported. It was not confirmed at the facility side if there were any missing pieces on the balloon, or if there were any pieces in the patient's body. Per additional information: after a pretest was performed, the catheter was inserted into the patient for urine drainage in an operating room. The user alleged that the surgical instruments contacted the catheter. It is unknown if the patient had kidney stones or not.

Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined. Received only the catheter for evaluation. The sample was visually evaluated and noted that the sac had burst along the lumen and happened at the middle of the sac (opposite inflation eye). Per the functional testing, water was introduced into the inflation lumen and experienced obstructions to impede flow. Microscopic examination found conditions that could be associated with the reported event. The following results were found during the visual evaluation: eye snip length: 3/32¿, inflation lumen coverage: 8 thou, balloon thickness: 23 thou, burst initiated from bottom collar of sac: 1 cm. The site of the burst appeared swollen and the balloon thickness measured 23thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4).

Event description:
It was reported that the user found that the catheter had fell out of the patient with a deflated balloon. This event occurred on the 8th day of placement. The catheter was replaced. No patient injury reported. It was not confirmed at the facility side if there were any missing pieces on the balloon, or if there were any pieces in the patient's body. Per additional information: after a pretest was performed, the catheter was inserted into the patient for urine drainage in an operating room. The user alleged that the surgical instruments contacted the catheter. It is unknown if the patient had kidney stones or not.